Manufacturer narrative:
G2. Other report source: mw5162473, mw5162474, mw5162475. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flu vaccine leaked from the needle, necessitating a second injection for the patient. This issue occurred three times in one day. The operator of the device was a health professional. There was patient involvement and unknown patient harm/adverse event reported.